Event description:
It was reported that there was an event of lead failure to capture. It was addressed by a surgical procedure on (B)(6) 2025 that made the lead inactive and was replaced with a new one. The patient was noted as stable.